Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
Visual inspection of the di final tightener found one lug broken off the device. It was also noted that the opposite lug was bent in a direction that suggests that the instrument was rotated in a clock wise direction when the lug broke. A review of the DHR identified no issues identified during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. The cause of lug breakage cannot be positively determined. However, the damage suggests that the device was subjected to a higher than anticipated torque during tightening of a di set screw, resulting in lug fracture. At this time, the complaint is considered to be closed.

Event description:
International affiliate reports the turret/tab of the dual innie final tightener snapped off during screw insertion.